Event description:
It was reported that this pacemaker exhibited oversensing of ventricular pacing in the atrial channel. The health care professional (hcp) stated that there had been false positive atrial tachy response (atr) in the past due to the oversensing; however, no inappropriate therapy was reported. Technical services (ts) was consulted, provided reprogramming options, and recommended continuous monitoring. This device remains in-service. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited oversensing of ventricular pacing in the atrial channel. The health care professional (hcp) stated that there had been false positive atrial tachy response (atr) in the past due to the oversensing; however, no inappropriate therapy was reported. Technical services (ts) was consulted, provided reprogramming options, and recommended continuous monitoring. This device remains in-service. No adverse patient effects were reported. Additional information was received indicating that this system recorded another instance of false atr due to oversensing of a ventricular tachycardia. Ts advised on programming options as well as therapy upgrade to treat the tachycardia. This pacemaker remains in service. No adverse patient effects were reported. Further information was provided stating that continuous monitoring was being provided. This pacemaker remains in service. No adverse patient effects were reported.